Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the lead was received with no anomalies found. The helix was fully retracted and the distal conductor distorted within the connector. The distal conductor has been over-retracted in the connector. The lead was stretched in various locations.

Event description:
It was reported that the helix was partially exposed when the box was opened. It was also reported that the physcian retracted and extended the helix several times, but it wouldn't move. The lead was not used. This was reported during the implant procedure. No patient complications have been reported as a result of this event.